Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from 02/13/2015 to 09/08/2020 and note that this device has been returned for service seven times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported a broken display. There was no reported patient involvement.